Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor not responding could not be confirmed as the unit was not returned for evaluation. Per additional information from the site "our biomed dept was able to repair it so we will not be sending it in". Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the history and settings tabs of the system monitor were not responding when enabled. The ventricular assist device (vad) coordinator tried cleaning the screen and reseating the system monitor cable, but the issue continued. Additionally, the system monitor needed two new feet stands. The hospital's biomed department evaluated the system monitor and found it to be fully functional. The display screen was cleaned with isopropyl alcohol and reportedly worked fine. The biomed reported that the vad coordinator was using a bleach type cleaner which may have affected the screen.